Manufacturer narrative:
The device was manufactured from october 1, 2020 - october 2, 2020. The device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. It was reported that there was approximately 50 % left when the device was disconnected from the patient, however, the patient did not require another product for treatment. The device had been filled with 8g flucloxacillin in 230 ml 0.9% sodium chloride and the infusion was taking place at the patient's house. There was no patient injury or medical intervention associated with this event. No additional information is available.